Event description:
A facility representative reported stating that the lens was deployed too early. There was patient contact. Type of procedure was being performed was cataract. The procedure was completed on the same day. Additional information has been requested and received stating that there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has h.3., h.6., and h.11. The product was not returned for analysis. The product investigation could not identify the root cause for the reported complaint "lens deployed too early". No product was returned for analysis. Clarification was requested on the reported "surgeon took the lens, pushed too early", but no answer was received to date. A malfunction has not been indicated or information provided that the product was the cause of the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).